Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the screw was not implanted during revision surgery. Batch review performed on (B)(6) 2017. Lot 157438: (B)(4) items manufactured and released on 20 april 2016. Expiration date: 2021-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The screw backed out of the poly. The surgeon swapped the poly. The surgery was completed successfully. X-rays and explants are not available.